Event description:
It was reported that during testing by a manufacturer sales representative at the user facility, the device was heating up. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Event description:
It was reported that during testing by a manufacturer sales representative at the user facility, the device was heating up. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.